Event description:
Customer informed us, on 23rd of february, that one of our products was involved in a case in which a laceration occured.

Manufacturer narrative:
There is no apparent connection between the deviation detected in this investigation (slight movement in arc holder, open-lock mechanism) and the reported slippage. Any deviations due to non-compliance with the maintenance cycle specified in the IFU may remain undetected if inspection and maintenance are not carried out, therefore the reporting customer is advised of the importance of complying with the maintenance interval within this complaint correspondence. From our experience, pinning technique plays a significant role in slippage during skull fixation, so it cannot be excluded that the pinning of the patient's skull may not have been optimal as described in the instruction manual: "adjust the skull clamp to the width of the patient's head in the manner that the two skull pins in the rocker arm are equidistant from the centerline of the head and the single skull pin at the extension assembly is in line with this centerline.